Event description:
It was reported the aspiration needle sheath came off of the device. The issue was found during a diagnostic endobronchial ultrasound-guided transbronchial needle aspiration procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the aspiration needle sheath came off of the device. The issue was found during a diagnostic endobronchial ultrasound-guided transbronchial needle aspiration procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b3, d9, g3, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. There was no problem found with the device. A definitive root cause could not be identified due to there being no problem found with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.